Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that it seemed like they were making more visits to the bathroom (though they confirmed they've been getting a 50% or greater reduction in symptoms since they were implanted, and that their symptoms have always been at least 50% improved) and they checked their programmer and they saw their settings were different than what they had set them to. Initially the patient was concerned about the battery life of the samsung causing the issue, however patient services reviewed the function of the handset with the patient and the patient understood but insisted that the settings had changed (the stimulation level was lower) when they went back to check them. Patient services reviewed with the patient it would not be expected for the stimulation level to change in that way and advised the patient to keep track of their settings and to check again the next time they connected to see if the settings were still the same or not. Again, the patient confirmed they are seeing a 50% or greater reduction in their symptoms but when they noticed more frequency, they'd check their settings and see the stimulation setting number was less than what they'd previously set it to. The patient reports no one changed anything to their knowledge and that the issue began "maybe 3 months ago." The patient did not have their programmer with them to troubleshoot or to check their settings on the call but the patient confirmed they were feeling the stimulation in their bike-seat region (the lower part of their buttock). The patient was going to keep track of their settings and check to make sure it didn't happen again. They stated they would call back if they experienced the issue again.

Manufacturer narrative:
B3: event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that when the patient (pt) connected they said: they did not think their setting had been that high. Pt said for 3-4 months they have noticed sometimes when they use the restroom, their symptoms change so they use their control equipment and have noticed for maybe 2 months now, their setting were lower or higher than they thought they were the last time they used their equipment. Reviewed some interstim education information, recommended: if they change their settings write them down and monitor their symptoms and results using a diary. Patient will maintain stimulation level and will continue to track symptoms. Redirected back to patient services if they need support in the future. Redirect to doctor if issue persists.. Pt said their doctor, dr samuels has moved to another location that is out of their insurance network. Offered listings. Pt said they may call another time for listings.